Event description:
Consumer states the right leg rest support cracked right at the joint where the leg stem and flootplate attach. Allegedly the crack was right at the swivel part. Leg rest 70nhd/at5543 where but on using (B)(4).